Event description:
It was reported that (2) devices were used during a esophagectomy. It was reported by the affiliate that the tlc10 instruments could not be fired by the surgeon. Another instrument was used to complete the case. There was no consequence to the pt.